Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states that the attaching hardware for the arm socket has sheared off. Not sure due to transferring, or shifting seat positioning.